Event description:
Customer reporting 1 discordant sars result. Customer states the qv result was positive while another brand of rapid antigen test was negative. No confirmation testing was performed and symptomatic status of patient is unknown.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.